Manufacturer narrative:
The patient experienced peritonitis on an unreported date in (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. It was not reported if the patient was hospitalized for the event. Gentamycin was administered intraperitoneally as treatment for the event (dose and frequency was not reported). At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available as the reporter declined follow up.